Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and wall power adapter. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, replacement supplies were sent to the customer to resolve the issue and customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.